Event description:
Information received regarding the explanted device notes that during the surgical procedure, there was no ventricularoutput. The patient experienced syncopal spells but was asymptomatic during the surgical procedure.~~~~~~~~